Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during a stent placement procedure performed on (B)(6), 2010. According to the complainant, the stent was being placed in the esophagus to treat a fistula due to surgery. The anatomy was not tortuous, and was not dilated prior to the procedure. The physician was unable to place the stent. It was reported that the device could not be advanced through the lesion. Upon examination of the delivery system, it was noted that the stent had partially deployed, which prevented the stent from sliding over the guidewire and into position. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4) - (stent, difficulty crossing lesion; stent, partially deployed; difficulty advancing through anatomy). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during a stent placement procedure performed on (B)(6), 2010. According to the complainant, the stent was being placed in the esophagus to treat a fistula due to surgery. The anatomy was not tortuous, and was not dilated prior to the procedure. The physician was unable to place the stent. It was reported that the device could not be advanced through the lesion. Upon examination of the delivery system, it was noted that the stent had partially deployed, which prevented the stent from sliding over the guidewire and into position. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".